Manufacturer narrative:
According to the customer contact, she was assisting provider with placement of a femoral line on an intubated patient. The insertion "seemed to go smoothly" but upon flushing and aspiration of lumens, only one was functioning. Due to this, an additional line was placed in another location, using a new kit. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Lumens not flushing requiring additional line placement.